Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 ¿ patient as diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (left -device 1, right - device 2). Per op notes, ¿on right, indirect inguinal hernia was noted and reduced. A large 3dmax mesh (device 2) was keyholed and placed around the cord structure and tacked against the cooper ligament and posterior rectus sheath. On left, indirect hernia was reduced and a large 3dmax mesh (device 1) was keyholed and placed around the cord structure and tacked.¿ (B)(6) 2022 ¿ patient had pain and was diagnosed with recurrent left inguinal hernia thereby underwent robotic repair with the partial removal of mesh (device 1). Per op notes, ¿on left , large central recurrence was noted. The keyhole mesh (device 1) appeared to be adherent to the cord itself was removed. The rest of the mesh (device 1) in preperitoneal space and lateral to cord was left in place. A synthetic mesh was placed into preperitoneal space and secured medially to cooper ligament using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2012) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6b, g3, g4, g6, h2, h4, h6, h10, h11. Corrected fields: d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.